Event description:
At about 1 month after the primary, the patient came in reporting pain due to a patellar dislocation and the cause is unknown. The surgeon revised the liner, femur and patella. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 december 2022: lot 2213505: (B)(4) items manufactured and released on 26-aug-2022. Expiration date: 2027-07-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.